Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high, however, less than 500 mg/dl; cause was not known. Customer delivered a correction bolus via pump to address bg level. A system check was performed and time was found to be inaccurate. During troubleshooting, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.